Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken molded insulator. A broken piece, measuring approximately 9.06mm x 3.21mm was not returned with the instrument. As a result, a dislodged grip tip is observed, but was still attached to the instrument through the conductor wire. Additional observations related to the customer reported complaint: due to the broken molded insulator, a detached fragment is observed and was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the tip of the fenestrated bipolar forceps instrument was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: staff stated the tip was not damaged when used.